Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and erosion. The original cuff was placed distally, which was suspected to cause the erosion of the urethra. The patient began experiencing incontinence 3 years ago. The aus was replaced, and a tear was identified in the device resulting in a possible fluid leak. There were no additional patient complications reported.